Event description:
It was observed that during the device evaluation, the flex video scope had exhibited brush clogged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide updated information and a correction. Updated fields: h4 - device mfg. Date corrected fields: b5 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The subject device exhibited foreign matter coming out of the suction cylinder.